Manufacturer narrative:
A general hardware and reagent issue have both been excluded since calibration and quality control data were acceptable. The investigation stated that preanalytic issues may also have contributed to the event since low sample volume was used (as occurs with neonates). Micro hitachi cups are at risk of including air if the sample is not pipetted properly into the cup. An additional possible root cause is that a micro clot was pipetted which is small enough to circumvent clot detection.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for a neonate patient tested for bilt3 bilirubin total gen.3 (bilt3) on a cobas 8000 c 702 module. The initial bilt3 result was 87 umol/l. This result was reported outside of the laboratory where the physician alerted the laboratory that this result was unlikely. The sample was repeated and the result was 274.5 umol/l. This result was believed to be correct. The patient has been on photo-therapy since (B)(6) 2017. There is no allegation that an adverse event occurred. The bilt3 reagent lot number and expiration date were not provided. The field service engineer visited the customer site and found a misaligned sample probe. The sample probe was replaced and both sample probes were realigned. A precision check was performed prior to and after the samples probes were changed and the results were ok. There have been no further discrepant results since the service action. The customer thinks the event occurred due to an issue with sample pipetting due to sample probe misalignment.